Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. 12360636/ 626527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 1997 to 2008. Concurrent conditions included urinary tract infection and ovarian cyst. Concomitant products included prenatal vitamins and tramadol hydrochloride (ultram). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of tooth disorder ("dental issues"), weight increased ("weight gain"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the second episode of tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure imptant/ hysteroscopy poss laparoscopy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, headache, nausea, migraine, dysmenorrhoea, fatigue, the last episode of tooth disorder, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: operative procedure: following release, several coils were extended through the ostia " pictures obtained with hemostasis evident. The essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-apr-2009: both tubes are occluded. Batch number: 12360636 man date: 2008/06 exp date: 2010/05. Batch number: 626527 man date: 2008/02 exp date: 2010/01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. 12360636/ 626527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 1997 to 2008. Concurrent conditions included urinary tract infection and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of tooth disorder ("dental issues"), weight increased ("weight gain"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the second episode of tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure imptant/ hysteroscopy poss laparoscopy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, headache, nausea, migraine, dysmenorrhoea, fatigue, the last episode of tooth disorder, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: operative procedure: following release, several coils were extended through the ostia " pictures obtained with hemostasis evident. The essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both tubes are occluded . Most recent follow-up information incorporated above includes: on 2-apr-2018: reporters added and updated patient demographics. Historical drug, concomitant disease and laboratory data were added. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2008). Updated suspect drug inaction and lot number. Added events bladder or urinary problems or changes, migraines, nausea, dental problems, dysmenorrhea (cramping), fatigue and abdominal pain. (B)(6) 2017, she explanted essure (previously reported as (B)(6) 2017). Updated event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 12360636/ 626527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 1997 to 2008. Concurrent conditions included urinary tract infection and ovarian cyst. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and tramadol hydrochloride (ultram). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("back pain") and pain in extremity ("leg pain"). In (B)(6) 2009, the patient experienced tooth fracture ("dental problems - teeth keep breaking"). In 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and she had surgery to remove the essure imptant/ hysteroscopy poss laparoscopy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, abdominal pain, back pain and pain in extremity had resolved, the genital haemorrhage, alopecia, nausea, vaginal haemorrhage and menorrhagia was resolving and the tooth disorder, weight increased, headache, migraine, tooth fracture, bladder disorder, urinary tract disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: operative procedure: following release, several coils were extended through the ostia " pictures obtained with hemostasis evident. The essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: both tubes are occluded. Batch number: 12360636 man date: 2008/06 exp date: 2010/05. Batch number: 626527 man date: 2008/02 exp date: 2010/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received : new events, "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, back pain, leg pain" were added. Outcome of events, "leg pain, back pain, abdominal pain, pain, fatigue, dysmenorrhea (cramping)" were changed to "recovered/resolved". Outcome of events, "abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), nausea, hair loss" were changed to "recovering/resolving". New reporter contact information was added. Onset dates of events were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues"), weight increased ("weight gain"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea"). The patient was had surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, tooth disorder, weight increased, alopecia, headache and nausea outcome was unknown. The reporter considered alopecia, genital haemorrhage, headache, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.